Event description:
It was reported that during a da Vinci-assisted surgical procedure, the Large Hem-- Lok Clip Applier instrument's clips kept falling out. They did not clip easily. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) has not received the Large Hem-- Lok Clip Applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.